Event description:
It was reported that a user experienced repeated failures of the dexcom g7 continuous glucose monitor to pair with the ilet, with multiple pairing failure alerts and no competing bluetooth connections identified. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included device-use troubleshooting by customer care, including verification of bluetooth settings, confirmation that the cgm was not connected to other devices, restarting the ilet, and toggling the g6/g7 setting, with instructions to allow time for re-pairing. Investigation of this case revealed a communication and pairing issue between the cgm transmitter and the ilet user interface consistent with known bluetooth connectivity limitations. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication disruption attributable to pairing conditions rather than a hardware failure.